Event description:
It was reported, the pt had uncomfortable tightness, tingling, and spasms during stimulation following a fall. F/u x-rays determined the right lead had migrated. Reportedly the physician believes the issue is unrelated to the scs system and is treating the new pain with injections. Note the pt has two leads from the same model and lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.